Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the feeding pump won't alarm and rotor error. There is no patient involvement.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. The root cause is due to an issue with the gearbox. The gearbox has been replaced as a result. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.